Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead had pocket infection. A revision was performed and the implantable cardioverter defibrillator (ICD) along with the right atrial (ra) lead and right ventricular (rv) lead were explanted. The hospital takes all explanted products and returns with boxes provided by boston scientific. No additional adverse patient effects were reported. Additional information received from the field representative indicates that the ra lead will not be returned.